Event description:
It was reported that cytarabine infusion (200 mg/1,000 ml) that was reported to contain exactly 1,000 ml per pharmacy (no overfill ¿ compounded with a robot). It was started on (B)(6) 2023 at 3:44 am, infusing at 43 ml/hr programmed manually via guardrails. The clinician adjusted the volume to be infused (vtbi) to 1120 ml as it was also reported the infusion ran longer the day before. The infusion on (B)(6) 2023 also under infused. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported that cytarabine infusion (200 mg/1,000 ml) that was reported to contain exactly 1,000 ml per pharmacy (no overfill ¿ compounded with a robot). It was started on (B)(6)2023 at 3:44 am, infusing at 43 ml/hr programmed manually via guardrails. The clinician adjusted the volume to be infused (vtbi) to 1120 ml as it was also reported the infusion ran longer the day before. The infusion on (B)(6)2023 also under infused. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer? , if other specify, imdrf annex a,g,b,c and d codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that cytarabine infusion (200 mg/1,000 ml) that was reported to contain exactly 1,000 ml per pharmacy (no overfill ¿ compounded with a robot). It was started on 12/23 at 3:44 am, infusing at 43 ml/hr programmed manually via guardrails. The clinician adjusted the volume to be infused (vtbi) to 1120 ml as it was also reported the infusion ran longer the day before. The infusion on 12/23 also under infused. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex a,g,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported under infusion complaint was replicated during laboratory testing. Laboratory testing consisting of a one-hour rate accuracy test results measured the actual rate at 43ml/hr (B)(4). The specification for this test is +/- 5% indicating the device was out specification on the low end. Laboratory testing observed no periods of unregulated flow. The bezel assembly was further investigated to isolate which bezel component was causing the pump module to fail the rate accuracy test. Inspection of the bezel bosses observed that the top left boss had the screw insert lifted and out of position. Further inspection of the breakaway torque in the bezel bosses observed that all the screws were found to have lower torque values. After repair of the lifted insert repeated rate accuracy confirmed that the device was now infusing in specification with no issues observed. The pcu was not returned for investigation, therefore a limited review of the logs could be performed. A review of the pump module system error log showed no records associated with the reported incident. A review of the pump module event log observed that the data does not show what was infused during the reported date of (B)(6) 2023. External inspection of the suspect pump module did not observe any anomalies that would contribute to the reported over infusion complaint. It is not possible to determine what the actual volume was within an IV container at the start and end of an infusion from a review of the pump module event log. This is not a function of a pump module event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Testing and inspection of the incident administration set could not be performed; the incident administration set was not returned for investigation to confirm if backflow in the incident administration set was present. CAPA 6709757 was initiated by dchu quality engineering to determine the root cause related to pump modules failing rate calibration. CAPA 9487778 was opened to address the root cause related to backed-out screw insert on the bezel assembly. The directions for use (dfu), door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The administration set¿s roller clamp should be the primary means of controlling fluid flow when the device door is opened. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note: the pumping mechanism was disassembled during the internal inspection. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Root cause: the root cause for the reported event of an under infusion was attributed to a lifted screw insert in the bezel boss of the pump module. Note that this report lists imdrf annex a1801, a0401, c23, c17, d11, d07, g04067, g04037, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.